Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the pegasus pnk 20gax1.16in prn-capy non-pvchas experienced one case of broken safety mechanism during use. The following has been provided by the initial reporter: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction . No physical harm to end user.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9050941. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. The customer facility was able to submit samples for evaluation; bd engineers noted that the needle did not completely withdraw during retraction, obstructing the mechanism of activation for the safety shield. Close inspection of the catheter surface found excess adhesive that prevent the complete withdrawal of the needle; protective coverings have previously been added to the manufacturing machinery to prevent the inadvertent application of adhesive, inspection of the manufacturing line determined that the component installed for this purpose had suffered damage that reduced its overall effectiveness. The protective covering has been repaired and our facility has implemented new strategies to monitor coverings condition. H3 other text : see section h.10.

Event description:
It has been reported that the pegasus pnk 20gax1.16in prn-capy non-pvchas experienced one case of broken safety mechanism during use. The following has been provided by the initial reporter: it's noticed that tip shield was stuck, thus failed to cover the needle tip when needle retraction. No physical harm to end user.